Manufacturer narrative:
This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that it was in pieces, the drum was broken and showed corrosion. Further evaluation determined that witness marks were observed indicating that pliers or some other tool had been used to tighten of loosen the collect nut. It was determined that the cause for the drum collet fingers to fracture was due to excessive force being used to tighten or loosen the collet nut. Corrosion was also observed on the drum and collect nut from improper cleaning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the reciprocating micro saw device had come apart and was corroded. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.